Event description:
Procedure type: sigmoid resection. According to the reporter: a sutural-insufficiency occurred. The staple line was visible but the tissue beyond was necrotic. No further incident or patient information has been disclosed by the reporter.